Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pan") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of vaginal delivery, parity 3 and multigravida. On (B)(6) 2007, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), cognitive disorder ("cognitive disorders"), fatigue ("chronic fatigue"), dry skin ("dry skin"), dry eye ("dry eyes"), burnout syndrome ("burn-out"), sleep disorder ("sleep disorders"), renal pain ("kidney pain"), headache ("headaches"), myalgia ("muscle pain"), dizziness ("dizziness"), lightheadedness ("light-headedness"), balance disorder ("balance disorders"), memory impairment ("forgetfulness"), disturbance in attention ("concentration problems"), aphasia ("aphasia"), migraine ("persistent migraines"), head discomfort ("sensation of head pressure"), paraesthesia ("paraesthesia"), limb discomfort ("sensation of heavy legs"), cardiovascular disorder ("poor blood circulation"), hot flush ("hot flashes"), burning sensation ("body burning sensation"), pruritus ("diffuse itching"), fibromyalgia ("pain similar to fibromyalgia"), hypersensitivity ("electric hypersensitivity"), asthma ("asthma,"), bronchitis chronic ("chronic bronchitis"), cough ("dry cough (wet cough in the morning"), rhinorrhoea ("nasal discharge"), wheezing ("wheezing"), heavy menstrual bleeding ("haemorrhagic periods"), vaginal discharge ("vaginal discharge"), loss of libido ("loss of libido"), breast swelling ("breast swelling"), feeling cold ("significant chilliness"), urinary tract disorder ("urinary disorders") and stress ("stress") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for pelvic pain, cognitive disorder, fatigue, dry skin, dry eye, burnout syndrome, sleep disorder, renal pain, weight increased, headache, myalgia, dizziness, lightheadedness, balance disorder, memory impairment, disturbance in attention, aphasia, migraine, head discomfort, paraesthesia, limb discomfort, cardiovascular disorder, hot flush, burning sensation, pruritus, fibromyalgia, hypersensitivity, asthma, bronchitis chronic, cough, rhinorrhoea, heavy menstrual bleeding, vaginal discharge, loss of libido, breast swelling, feeling cold, urinary tract disorder and stress were unknown. No causality assessment was received for essure with regard to cognitive disorder, fatigue, dry skin, dry eye, burnout syndrome, sleep disorder, renal pain, pelvic pain, weight increased, headache, myalgia, dizziness, lightheadedness, balance disorder, memory impairment, disturbance in attention, aphasia, migraine, head discomfort, paraesthesia, limb discomfort, cardiovascular disorder, hot flush, burning sensation, pruritus, fibromyalgia, hypersensitivity, asthma, bronchitis chronic, cough, rhinorrhoea, wheezing, heavy menstrual bleeding, vaginal discharge, loss of libido, breast swelling, feeling cold, urinary tract disorder or stress. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-mar-2023. The most recent information was received on 03-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of vaginal delivery, parity 3 and multigravida. On (B)(6) 2007, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic periods"), electric shock sensation ("electric hypersensitivity"), pruritus ("diffuse itching"), vaginal discharge ("vaginal discharge"), headache ("headaches"), dizziness ("dizziness, light-headedness"), cognitive disorder ("cognitive disorders"), fatigue ("chronic fatigue"), dry skin ("dry skin"), dry eye ("dry eyes"), burnout syndrome ("burn-out"), sleep disorder ("sleep disorders"), renal pain ("kidney pain"), myalgia ("muscle pain"), balance disorder ("balance disorders"), memory impairment ("forgetfulness"), disturbance in attention ("concentration problems"), aphasia ("aphasia"), migraine ("persistent migraines"), head discomfort ("sensation of head pressure"), paraesthesia ("paraesthesia"), limb discomfort ("sensation of heavy legs"), cardiovascular disorder ("poor blood circulation"), hot flush ("hot flashes"), burning sensation ("body burning sensation"), fibromyalgia ("pain similar to fibromyalgia"), asthma ("asthma,"), bronchitis chronic ("chronic bronchitis"), cough ("dry cough (wet cough in the morning"), rhinorrhoea ("nasal discharge"), wheezing ("wheezing"), loss of libido ("loss of libido"), breast swelling ("breast swelling"), feeling cold ("significant chilliness"), urinary tract disorder ("urinary disorders") and stress ("stress") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for pelvic pain, heavy menstrual bleeding, electric shock sensation, pruritus, vaginal discharge, headache, dizziness, cognitive disorder, fatigue, dry skin, dry eye, burnout syndrome, sleep disorder, renal pain, weight increased, myalgia, balance disorder, memory impairment, disturbance in attention, aphasia, migraine, head discomfort, paraesthesia, limb discomfort, cardiovascular disorder, hot flush, burning sensation, fibromyalgia, asthma, bronchitis chronic, cough, rhinorrhoea, loss of libido, breast swelling, feeling cold, urinary tract disorder and stress were unknown. No causality assessment was received for essure with regard to cognitive disorder, fatigue, dry skin, dry eye, burnout syndrome, sleep disorder, renal pain, pelvic pain, weight increased, headache, myalgia, dizziness, balance disorder, memory impairment, disturbance in attention, aphasia, migraine, head discomfort, paraesthesia, limb discomfort, cardiovascular disorder, hot flush, burning sensation, pruritus, fibromyalgia, electric shock sensation, asthma, bronchitis chronic, cough, rhinorrhoea, wheezing, heavy menstrual bleeding, vaginal discharge, loss of libido, breast swelling, feeling cold, urinary tract disorder or stress. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-apr-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.